Manufacturer narrative:
(B)(4).this complaint for a low drain volume alarm and air in line was not confirmed. The cause of the alarm was found to be air in patient line. A cause of the air in line was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a low drain volume alarm (ldv) alarm that appeared on the homechoice (hc) display during the initial drain, the home patient (hp) revealed that she saw air in the patient line. The baxter technical service representative (tsr) offered to assist the hp with ending the therapy, but the hp decided to speak to her nurse first. The tsr advised the hp that the therapy needed to be ended, and she needed to contact the nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the air in line, it was revealed that the issue was resolved by the nurse adjusting the programming. The hp explained that it turns out she re-absorbs a lot of fluid, and that's what caused the ldv alarm and possibly the air in line also. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.